Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cap of the portex® endobronchial double lumen opened during the operation and it could not be closed again. The device was in patient use for ten minutes prior to the issue being observed. It was reported that no medical treatment was required and the incident was resolved. No patient injury was reported. Customer reported no further information related to the event.